Event description:
Philips received a complaint by the customer on the v60 indicating that e/c:110d - pressure sensor error message displayed on the system. The system was not in clinical use; there was no reported harm to patient/user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. It was confirmed that system displayed the error while switching the mode from high flow therapy (hft) to spontaneous/timed (st). In the event log, "110d - pressure sensor range error" was observed to have occurred. The issue was resolved after power has been cycled on the ventilator. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.